Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04buz, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was noted the patient had tried 3 of the 4 programs available to them. Program 4 was noted to have helped a ¿little bit at first,¿ but was ¿not really¿ helping at the time. It was stated that ¿it was still in there¿ and nothing had moved. The patient wanted to try program 1 as they had not used it before. It was determined that stimulation was not on. Stimulation was turned on and the patient was set on program 1 at 1.6v where the patient reported feeling ¿faint¿ stimulation. Additional information received on 2013-09-16 indicated the patient¿s interstim was ¿lacking and not working¿ for 2-3 months. The device was normally set between 1.7v-1.9v. The settings on the device were being adjusted during the call. The patient thought that they should not feel stimulation and would increase stimulation to a point where they could feel it and then back off. Stimulation was left at 2.2v and the patient¿s symptom relief was to be observed going forth. It was noted that the device had ¿definitely¿ helped to reduce the patient¿s symptoms. Additional information received later on 2016-04-18 indicated that his therapy stopped working "as much as it did right away and there was a kind of a pinching or a pain because he had the urge to go to the bathroom" 6 months after the implant. It was noted that this was in (B)(6) 2013. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.